Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarm was confirmed via the log files. The log files contained 296 events spanning approximately 1 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). Voltage fluctuated throughout the log file while the device was connected to a battery, power module, and mobile power unit power source. This coincided with atypical low voltage advisory alarm that intermittently activated throughout the log file due to fluctuating rsoc voltage on the power cables while the device was connected to a battery power source. The voltage fluctuation also coincided with atypical power cable disconnect alarm that activated on (B)(6) 2021 at 02:31 due to invalid rsoc fault on the white power cable while the device was connected to mobile power unit. Though the controller did not alarm, the voltages fluctuated from 12.29v to 13.96v which is below the threshold of 14v while the device was connected to power module. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. Initial evaluation of returned hm3 system controller, serial (B)(6), revealed a higher than normal resistance on the power cables and minor kinks on the power cables. Further evaluation of the power cables did reveal higher than normal resistance on the wires. Hi-pot test was performed on the individual wires and showed no current leakage. The controller was connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis; however, the conductor breakdown within the power cable may have contributed to the voltage fluctuation. The conductor breakdown appears to be consistent with the repetitive flexing of the cable during use of the device. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 24jan2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age: estimated based on age noted at time of implant. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for review revealed low voltage advisories while on batteries, that did not seem to go away. There were also low voltage readings while on the mobile power unit (mpu). This looked like there may have been an issue with the system controller leads. The patient¿s system controller was exchanged. No additional information provided.